Manufacturer narrative:
This report is submitted on april 12, 2018, (B)(4).

Event description:
Per the patient's surgeon, the patient experienced skin issues at abutment site; subsequently, the patient was treated with topical and oral antibiotics (date and duration not reported).